Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that could not be conducted properly due to leakage from the biopsy channel and between the up/down (ud) angulation control knob and body. A further cause of the leakage could not be presumed. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in cf-h185l/I operation manual chapter 3 preparation and inspection IFU states the preventative measures in cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the colonovideoscope had a lens defect. It is unspecified when the issue was found. The device was returned for evaluation. During the device evaluation, white foreign material was found in the jet tube. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found water tightness was lost due to a crack on the scope body and due to deformation of the up/down knob, the air/water cylinder was discolored, the suction cylinder was discolored, the forceps channel port was scratched, switch 1 was stained, the plug unit was scratched, the label on the scope connector was peeled, water tightness was lost due to damage on the channel tube, the image had a dark area due to a crack on the objective lens, the jet tube had foreign objects, the objective lens was cracked, the light guide lens was cracked, and the connecting tube was buckling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.